Event description:
Health care professional reports a fiber leak noted at the onset of treatment by blood in the dialysate port. New disposables used to continue the treatment without incident. A hemastix confirmed this event. No pt injury or need for medical intervention was reported.